Event description:
The customer reported that the insulin pump alarmed while completing the manual prime. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.